Manufacturer narrative:
The reported reader mcga241-j0798 was returned and investigated. Visual inspection has been performed on the reader, and observed the reader to be damaged due to use. Therefore, the issue will be not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the freestyle libre 2 reader. Customer reported receiving a "connected to pc" message when the device was not connected to a pc, and was therefore unable to obtain readings. As a result, customer experienced symptoms described as swollen legs, difficulty breathing, confusion, and a loss of consciousness and was unable to self-treat, requiring hcp treatment of glucose via injection and IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the freestyle libre 2 reader. Customer reported receiving a "connected to pc" message when the device was not connected to a pc, and was therefore unable to obtain readings. As a result, customer experienced symptoms described as swollen legs, difficulty breathing, confusion, and a loss of consciousness and was unable to self-treat, requiring hcp treatment of glucose via injection and IV. There was no report of death or permanent injury associated with this event.